Manufacturer narrative:
Additional information: the contact called back on (B)(6) 2016 and stated that the occlusions had continued. A system check was performed with tandem technical support. The pump and infusion set tubing were found to be functioning as expected. The cannula was reported to have had a slight bend; however, the customer thought that the bend was "normal and not a unusual kink" as the previous 4 cannulas also had this slight bend. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies twice. The customer's blood glucose ranged from not being impacted to 200 mg/dl. A cause of the past occlusions could not be determined. As the customer was not with the contact at the time tandem technical support was telephoned, a pump system check could not be performed to determine a possible cause of the current occlusion.